Event description:
Customer called to report that her bg numbers have been very high. She believes her pod did not deliver insulin. In 2008, 11:52am, the pod she was wearing deactivated on its own. Customer went home and activated a new pod 2:16pm - her bg read high she initiated a correction bolus of 13.85 units. 2:26pm - pod alarms and deactivated. At 2:36pm - customer activates a new pod - bg high - customer initiates a correction bolus of 2.90 units through her pdm. On the next day at 11:30am, with bg high, the customer went to the hosp. She was treated for her high bg through injections in the hosp. At 12:00pm, the customer went home from hosp - bg 259. She used a new pod until it deactivated (reason not reported) no further info reported.

Manufacturer narrative:
The device involved has not been returned to the MFR for eval as of the report date. A follow-up report will be submitted if the prod is subsequently received. Unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.